Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 130 ohms. The rv lead remains in service. No adverse patient effects were reported.